Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual functional indicated no abnormalities. Pmv performed functional testing which included the reload was loaded into a pmv representative instrument for functional testing. The interlock was overridden and the reload was cycled without hesitation. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter: occurred during a laparoscopic gastrectomy procedure. The stapling device was being used to transect the stomach. The stapler was only able to fire the proximal end of the reload for a second. It could not staple from central to distal. All of the status indicator lights were solid. In order to resolve the issue and complete the case, changed the reload. There was no patient harm. The patient status is alive, no injury. The device sterilization method is autoclave and type of cleaning is manual.